Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device/device lodged in uterus"), device expulsion ("malposition of essure device location of device: right coil in questionable location partially within uterine cavity,") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) female patient who had essure (batch no. C35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: left coil bent proximal markers" on (B)(6) 2015. The patient's past medical history included gravida ii, parity 1, abdominal pain, musculoskeletal disorder nos, gastrointestinal symptom nos, depression, rash, cramp in lower abdomen, miscarriage (1988), premature birth (1996), toxemia (1996), vocal cord polypectomy, uterine dilation and evacuation, alcohol use, vasectomy, vulval abscess, dermatitis, psoriasis, colposcopy, hysteroscopy, skin lesion excision nos, menarche (age:13), pap smear abnormal, dysplasia, herpes nos, low grade squamous intraepithelial lesion, urine odour abnormal, uti, vaginal irritation, monilia nos, swelling nos, tenderness, night sweats, uterine dilation and curettage (1988) and vulvoscopy. Previously administered products included for an unreported indication: orthotricyclen, nordette, paraguard, monistat, hctz and atenolol. Concurrent conditions included allergy (cipro), heavy smoker, dysmenorrhoea, vaginal bleeding, vulval lesion (excision of vulvar lesion and laser ablation velvet lesion.), cervical intraepithelial neoplasia, myocardial infarction, vasospastic angina, hypertension, anxiety, nicotine dependence, insomnia, uterine fibroids, vulvar dysplasia, tobacco abuse, cellulitis, vulval lesion excision, back pain and hoarse voice. Family history included hypertension (mother), heart disease, unspecified (father,grandfather.) And breast cyst drainage. Concomitant products included clonidine, diltiazem, glyceryl trinitrate (nitroglycerin) and solpadeine (tylenol 1). In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping/lower quadrant pain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 29 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain/right side of pelvis"). Essure treatment was not changed. At the time of the report, the perforation, device expulsion, genital haemorrhage, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: there were noted to be seven coils on the patient's right and six coils on the patient's left, which were visible in the cavity. On examination of the vulva with acetic acid, there were two distinct lesions noted, one on the right labia minora which was approximately 1 an in diameter and raised, plaque like lesion with previous biopsy confirming vin ii iii. The second lesion was in the posterior fourchette which was just over 1 cm in diameter and again raised in appearance, but slightly more warty in appearance than the right labial lesion. The distal half of the right essure insert appears within the proximal right fallopian tube and the proximal half is within the uterine cavity. The left essure insert appears to be within the left fallopian tube, although it appears bent at the proximal end. This essure insert is bent between the proximal markers identifying the inner and outer coils. Plan for tlh/salpingectomy if no improvement and patient desires. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure placement reviewed pelvic ultrasound showing smaller uterus, 3 1-2cm fibroids, essure coils bilaterally with right coil likely protruding into uterine cavity somewhat. Vulvar biopsy showed vulvar intraepithelial neoplasia. Ultrasound of the right breast demonstrates 2 cysts with the larger 1 at 9 o'clock position 5 cm from the nipple measuring 6 mm. Ultrasound of the left breast demonstrates at least 4 cysts and complex cysts with the largest 1 at 8 o'clock position 7 cm from the nipple measuring b mm. On (B)(6) 2004,ascus pap w/high risk hpv was performed. On (B)(6) 2005,beta hcg was done and is negative. On (B)(6) 2005,urine culture was negative. (B)(6). She has had 3 neg. Pap smears so far. On (B)(6) 2015,vulvar biopsy was abnormal on 2004 and (B)(6) 2015 (B)(6). Concerning the injuries reported in the case,the following events were confirmed in patient's medical records:pelvic pain,perforation,genital haemorrhage. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received. Reporter added. Concomitant diseases, historical condition, historical drug, lab test added. Action taken with drug added. Product ongoing was ticked. On 27-feb-2018: pfs received. Reporter, concomitant medications and events (abnormal bleeding vaginal menorrhagia dysmenorrhea (cramping) malposition of essure device location of device: right coil in questionable location partially within uterine cavity, malposition of essure device location of device: left coil bent proximal markers) were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device"), genital haemorrhage ("heavy and irregular bleeding") and device expulsion ("malposition of essure device location of device: right coil in questionable location partially within uterine cavity / device lodged in uterus/ right coil further in uterine cavity than they should be") in a 44-year-old female patient who had essure (batch no. C35384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: left coil bent proximal markers" on (B)(6) 2015. The patient's past medical history included gravida ii, parity 1, abdominal pain, musculoskeletal disorder nos, gastrointestinal symptom nos, depression, rash, cramp in lower abdomen, miscarriage (1988), premature birth (1996), toxemia (1996), vocal cord polypectomy, uterine dilation and evacuation, alcohol use, vasectomy, vulval abscess, dermatitis, psoriasis, colposcopy, hysteroscopy, skin lesion excision nos, menarche (age:13), pap smear abnormal, dysplasia, herpes nos, low grade squamous intraepithelial lesion, urine odour abnormal, uti, vaginal irritation, monilia nos, swelling nos, tenderness, night sweats, uterine dilation and curettage (1988) and vulvoscopy. Previously administered products included for an unreported indication: orthotricyclen, nordette, paraguard, monistat, hctz and atenolol. Concurrent conditions included allergy (cipro), heavy smoker, dysmenorrhoea, vaginal bleeding, vulval lesion (excision of vulvar lesion and laser ablation velvet lesion.), cervical intraepithelial neoplasia, myocardial infarction, vasospastic angina, hypertension, anxiety, nicotine dependence, insomnia, uterine fibroids, vulvar dysplasia, tobacco abuse, cellulitis, vulval lesion excision, back pain and hoarse voice. Family history included hypertension (mother), heart disease, unspecified (father,grandfather.) And breast cyst drainage. Concomitant products included clonidine, diltiazem, glyceryl trinitrate (nitroglycerin), intrauterine contraceptive device (iud nos) since (B)(6) 2018 and solpadeine (tylenol 1). In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping/lower quadrant pain"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 29 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain/right side of pelvis"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, device expulsion, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: there were noted to be seven coils on the patient's right and six coils on the patient's left, which were visible in the cavity. On examination of the vulva with acetic acid, there were two distinct lesions noted, one on the right labia minora which was approximately 1 an in diameter and raised, plaque like lesion with previous biopsy confirming vin ii iii. The second lesion was in the posterior fourchette which was just over 1 cm in diameter and again raised in appearance, but slightly more warty in appearance than the right labial lesion. The distal half of the right essure insert appears within the proximal right fallopian tube and the proximal half is within the uterine cavity. The left essure insert appears to be within the left fallopian tube, although it appears bent at the proximal end. This essure insert is bent between the proximal markers identifying the inner and outer coils. Plan for tlh/salpingectomy if no improvement and patient desires. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure placement reviewed pelvic ultrasound showing smaller uterus, 3 1-2cm fibroids, essure coils bilaterally with right coil likely protruding into uterine cavity somewhat. Vulvar biopsy showed vulvar intraepithelial neoplasia. Ultrasound of the right breast demonstrates 2 cysts with the larger 1 at 9 o'clock position 5 cm from the nipple measuring 6 mm. Ultrasound of the left breast demonstrates at least 4 cysts and complex cysts with the largest 1 at 8 o'clock position 7 cm from the nipple measuring b mm. On (B)(6) 2004, ascus pap w/high risk hpv was performed. On (B)(6) 2005,nbeta hcg was done and is negative. On (B)(6) 2005,nurine culture was negative. Chlamydia and gonorrhea came negative. She has had 3 neg. Pap smears so far. On (B)(6) 2015, vulvar biopsy was abnormal on 2004 and (B)(6) 2015 hpv positive. Concerning the injuries reported in the case,the following events were confirmed in patient's medical records:pelvic pain,perforation,genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.